Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the lifevest. The patient described the irritation as red itchy little spots under the front therapy pad. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's wife treated the irritation with cortisone cream and antihistamines, however the cardiologist advised to discontinue treatment and use simpler creams. The medical outcome is unknown.